Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer stated that the act button was not working. The customer removed the battery, reinserted the battery and the alarm still persisted. The customer's blood glucose was 516 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. The customer did not recall any significant events leading to the alarm aside from going up and down steps. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.